Event description:
Initial reporter indicated that the patient had dimpling of the skin near the chest incision site with skin discoloration. The generator was superficial. The generator was taken out, repositioned and put back in. Further follow-up with the patient's neurosurgeon, it was reported the patient had an infection that caused the generator to be migrate/protrude and become superficial. Wound cultures were taken that showed proprion bacter sp. Removal of the vns is planned. Surgery was done to assess for infection and prevent the generator from eroding through the skin. The cause of the infection is unknown.